Event description:
Deployment of the main body landed as desired at the outer curvature of the infrarenal neck, but migrated with ballooning inside graft.

Event description:
Anatomical condition of the aorta was characterized by aortic neck angulation measuring approximately 26 degrees. Tortuosity present within the iliac arteries promoted a difficult advancement, however, the zenith device was deployed without incident. Deployment of the main body graft resulted in the graft landing at the outer curvature of the infrarenal neck, lower than expected. With all graft components in place, the final angiogram performed detected a proximal type I endoleak. A main body extension was deployed proximally, but landed lower than desired due to neck angulation. Coda balloon catheter was advanced and dilated several times to mold the graft in place. Retrograde angiogram performed noted endoleak still persistent and a contained perforation of the aorta, illustrated by a staining of blood outside the aorta. A second main body extension was then deployed successfully at the location desired. Device was dilated to mold graft to vessel wall. Completion angiogram still viewed a staining outside the aorta, but the endoleak had diminished somewhat. Implant procedure was concluded. Subsequently a determination was made to convert the pt to an open surgical repair to resolve the endoleak rather than await heparin reversal to determine endoleak status. Heparin reversed and pt taken to or for surgical repair of endoleak. Pt had multiple abdominal operations for diverticulitis and drainage of abscesses. Difficult dissection with blood loss requiring multiple blood transfusions. Proximal perforation repaired but pt suffered cardiac arrest and expired.